Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump had minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 330 mg/dl. When asked if there were any significant events leading to the keypad anomaly, the customer responded that there were no events, only in the shower. The discontinuation of the device was advised. Nothing further was reported.